Event description:
It was noted during cleaning the hose was difficult to attach. No harm or delay were noted to have occurred with this event. No other adverse event was reported along with this.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was noted during cleaning the hose was difficult to attach. No harm or delay were noted to have occurred with this event. No other adverse event was reported along with this.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the swivel o-ring was replaced due to the connection complaint and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional information is available.